Manufacturer narrative:
(B)(4). D10: cat: 110010244 lot: 66623601 g7 osseoti 3 hole shell g2: foreign ¿ japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the surgeon inserted the screw into the cup. When checked intra-operatively, the screw had gone through the cup. The liner was removed and the screw pulled out from inside the cup and then the cup was removed. The surgeon inserted a new cup and screw to complete the procedure. After the procedure, the first screw and cup used were checked again and it was found the screw could be inserted through the first right screw hole if pushed hard enough. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h6. Visual examination of the returned product identified product has a rolled edge around the head of the screw that is consistent with the screw head pulling through the shell. The internal hex of the head has indentations and nicks/scratches in and around it. The threads of the screw have a fractured section, no fractured pieces returned for evaluation. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Root cause is unchanged. The complaint remains confirmed based on the x-ray findings and returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Product was not returned for evaluation. Visual examination of the provided pictures identified the screw implant. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: screw has been inserted and has passed through the cup into the acetabulum and is not providing cup fixation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.